Manufacturer narrative:
Returned to manufacturer on date unknown. Bd received samples from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4) collapsed tubes.

Event description:
It was reported that in a rack of 100 tubes (ref. 366881), 20 of the bd vacutainer® sst¿ ii advance plus blood collection tubes are melted. No report of injury or medical intervention. No report of blood exposure to mucous membrane.